Manufacturer narrative:
Clinical evaluation: it is unknown if a temporal relationship exists between the liberty select cycler and the reported adverse event(s) of death. Per the follow-up call on (B)(6) 2018 the cause of death is unknown, and the discharge summary is unavailable. Additionally, it is unknown if the patient was connected to the liberty cycler select at the time of death. Therefore based on the information available, causality cannot be determined. There is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact stated that the patient had passed away on (B)(6) 2018. Upon follow up with the patient's nurse, it was confirmed that the patient passed while hospitalized. The cause of hospitalization, of death, and death certificate were requested but unavailable.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact stated that the patient had passed away on (B)(6) 2018. Upon follow up with the patient's nurse, it was confirmed that the patient passed while hospitalized. The cause of hospitalization, of death, and death certificate were requested but unavailable.